Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results compared to another meter with results of "332mg/dl" compared to "129mg/dl" on a freestyle meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.